Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. (B)(4)

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the iol was exchanged for a difference of a diopter and a half. The patient reason provided was reporter as diopter change. The clinical reason provided was that the lens malfunctioned. Additional information was requested and received.

Manufacturer narrative:
Evaluation summary: the lens was returned in a specimen cup. Solution is dried on the lens. Both haptics are broken in the gusset area (not returned). The optic is cut, and has multiple split/cracks and scrapes near the cut area. The damage is typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. The product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a qualified cartridge, with a handpiece, and viscoelastic. The cartridge product history record could not be reviewed because the facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint. (B)(4).